Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter city: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. This issue was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 02, 2022 - february 04, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.